Event description:
As reported, when pulling back on the plunger of an 8cc syringe, air was being drawn into the syringe. There was no air injection, patient complications, or injury. The used syringe is to be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, it has not yet been received by the manufacturer. Therefore, a failure analysis is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or casually related to any death or serious injury.